Manufacturer narrative:
The product analysis previously reported was for the wrong product. Please see below for the correct product analysis. One non sterile 6f diagnostic catheter was received in its original pouch labeled as catalog 534646t with lot 14156607. The catheter/pouch was received folded in three sections. The catheter hub was observed yellowed, the strain relief was found cracked and soft tip was not received. However, slight soft traces were found around the fusing area. The catheter was submitted to sem analysis to determined potential cause of tip/strain relief damaged. The sem states that multiple cracks were found in strain relief and tip, and abrasion-like marks were found in the strain relief; these cracks suggest brittleness of the material which is uncharacteristic of the strain relief and suggest brittleness or possible degradation in the material. No visual evidence of any chemical attack or cutting of the material was noted. The exact cause of the failure could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint reported was confirmed since strain relief and tip was found damaged, but the exact cause of this failure could not be conclusively determined. Controls are in place as 100% inspection to prevent this type of failures from leaving the facility. However, during investigation it was found that several complaints were received from same account early 2010 . The source of degradation could not be conclusively determined at that time, but manufacturing process was discarded as potential source of material degradation. Based on available information there is no evidence that complaint reported was related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
The product is available but has not been received as of the initial report. This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2011-00025. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that the tip of several infinity catheters separated prior to use. Per the account: the tip of several infinity diagnostic catheters came off and there are as well, several little particles that should belong to the catheters inside the packaging. One pouch, already opened, was received inside of a sealed bag. The pouch was received labeled as catalog 534647t with lot 13466644. Small loose blue particles were found inside the pouch. The catheter was not returned for analysis. The pouch label was found discolored/yellowed. An ftir analysis was performed on the blue particles received inside the pouch. Ftir report states that blue particles found are nylon composition (strain relief) in a degradation state. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint reported was confirmed since several particles in degradation state were found inside the pouch, but the exact cause of this failure could not be conclusively determined. Controls are in place as 100% inspection per (B)(4) rev 78 to prevent this type of failure from leaving the facility. However, during investigation it was found that several complaints were received from same account early 2010 ((B)(4)). The source of degradation could not be conclusively determined at that time, but manufacturing process was discarded as potential source of material degradation. Based on available information there is no evidence that complaint reported was related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. The complaint was confirmed on analysis. Based on available information there is no evidence that complaint reported was related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. Review of the information does not suggest what factors may have contributed to the confirmed failure.

Event description:
The tip of several infinity diagnostic catheters came off and there are several little particles that should belong to the catheters inside the packaging as well.